Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Results: a photograph was returned from the customer in support of this complaint. The defect was not confirmed in the photograph. A sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot #6041817. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the bd vacutainer® eclipse¿ blood collection needle, 21 g x 1.25 in. Needle was not attached in line with the IV needle. The sleeve could not recover which resulted in a failure to contain blood. No serious injury or medical intervention reported.